Manufacturer narrative:
Manufacturer's report date: 02/02/2011. (B)(4). Set was discarded at the hospital. No investigation could be performed.

Event description:
IV set leaked while infusing chemo agent, cytarabine. It leaked just above the pump tubing section area. Set was discarded at the hospital. Although requested, no add'l info was available. No pt harm reported.